Manufacturer narrative:
An allegation from an attorney indicated the patient is deceased and further noted "death associated with explant." The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An allegation from an attorney indicated the patient is deceased and further noted "death associated with explant."